Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent damage was noticed. Upon opening the package of a 3.0x32mm taxus express2 drug eluting stent, it was noticed that the stent struts were not fully crimped on the balloon. This was noticed outside of the pt and the device was not used. The procedure was completed with another taxus express2 stent of the same size. There were no pt complications reported.

Manufacturer narrative:
The device has not been received at the analysis site for eval as of the date of this report.